Event description:
During an incident in 2003 involving a patient suffering from chest pains and being monitored with r2 monitoring pads, this unit displayed qrst that appeared to be upside down. Thinking the pads were on the patient wrong, new pads were placed in reverse of the first pads and still the qrst display looked upside down. The incident printout also displayed the qrst upside down. The patient was transported without incident. The reporter feels this was not a cardiac situation. Use of the defib for chest pains is per their protocol. During later tests, the ECG was right side up but it looked larger than normal. The customer said that their regular r2 cable was left at the hospital and the one they got back was not the incident cable. The customer informed laerdal of the above incident when they called to purchase a new laerdal hs3000 cable 920601 and have it installed on their defibrillator.